Manufacturer narrative:
*Patient code 3191 captures the reportable event of surgery.* analysis determined that the first recorded instance of code 1003 occurred on (B)(6) 2020. As such the event date has been modified from (B)(6) 2020 to (B)(6) 2020 accordingly. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported during a routine follow up appointment that this patient heard tones emitting from the device. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) had a code 1003, indicative of battery voltage too low for the projected remaining capacity. The patient is scheduled for a device replacement in the near future. No adverse patient effects were reported. Additional information was received that this device was explanted, and new device was implanted. No adverse patient effects were reported. Product analysis complete.

Event description:
It was reported during a routine follow up appointment that this patient heard tones emitting from the device. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) had a code 1003, indicative of battery voltage too low for the projected remaining capacity. The patient is scheduled for a device replacement in the near future. No adverse patient effects were reported. Additional information was received that this device was explanted, and new device was implanted. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.